Manufacturer narrative:
Insulin pump received with intermittent esc button response due to flattened button dome switch. No frozen display noted during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 282 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.